Event description:
A 2.75mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent was deployed in the prox clx and a 2.5mm diameter x 18mm length endeavor sprint rx drug eluting coronary stent were deployed in the 1st obtuse marginal (MFR# 2953200-2010-02329) with no issue reported. However, it was reported that the pt suffered an mi one day post implant of the relevant stents. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: mi.